Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial# unknown, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that the pump was refilled on (B)(6) and, at that time, the low reservoir alarm date was (B)(6). The patient scheduled an appointment for the day of report and, upon interrogation of the pump, it was seen that the low reservoir alarm had triggered on (B)(6). On the programmer report, it was also indicated that the date of the last change was (B)(6), though the healthcare provider (hcp) had a copy of the report from the refill on (B)(6). The report also read that 41.5 cc had been delivered by the pump, but the hcp was able to aspirate 22 cc from the pump. The drug used in the device system was unknown.